Manufacturer narrative:
Upon receipt, visual inspection noted that the device case had been crushed with a clamping tool, the header material had numerous tool marks and torn medical adhesive, and the header assembly was torn from the device case. The df plus seal plug was missing, with additional tool marks over the seal plug area. The device was put through a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device. The device passed all testing. Although evidence indicates external stress may have been a factor in causing the header to become loose, the root cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. This device was manufactured prior to the manufacturing changes. No failures of this type have been observed since implementation of the enhancement. This issue is discussed in boston scientific's product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing. The device was later explanted due to normal battery depletion and was replaced with a competitive device. There were no adverse patient effects reported with this clinical observation.